Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 26-jan-2026 against "lot number" "6012248" and similar malfunction codes: soft cannula found bent upon removal from infusion site, soft cannula bent (no harm), soft cannula bent/kinked/crimped after removal - reduced flow, soft cannula bent/kinked/crimped after removal - blockage, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site, soft cannula found crimped upon removal from infusion site. The review confirmed that lot 6012248 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 26-jan-2026 against "lot number" criteria equal "6012248" and similar malfunction codes: soft cannula found bent upon removal from infusion site, soft cannula bent (no harm), soft cannula bent/kinked/crimped after removal - reduced flow, soft cannula bent/kinked/crimped after removal - blockage, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site, soft cannula found crimped upon removal from infusion site. The count of complaint is 5, conclusion: after review, only (B)(4) were determined relevant to the reported issue. The other three records were previously closed and are not applicable to this investigation. Device history record (DHR) review the lot 6012248 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac 12, on 16-mar-2025 with a total of (B)(4) units. The sub-assembly of the lot 5c01451 was manufactured according to the wi version 29 and manufactured in quickset line, on 16-mar-2025, with a total of (B)(4) units. The sub-assembly of the lot 5c01452 was manufactured according to the wi version 29 and manufactured in quickset line, on 16-mar-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable manufacturing and quality procedures. All required in-process inspections and final product tests were completed and met specified acceptance criteria. During outgoing test 5, one sample was found with an extra connector; an extended sampling was performed and accepted in accordance with established procedures. No deviations, nonconformances, or equipment related maintenance events were identified that correlate with the reported complaint condition. Conclusion: the DHR review supports compliance with manufacturing and quality requirements. The isolated outgoing test 5 finding was appropriately addressed through extended sampling with acceptable results. No issues were identified that would have contributed to the reported complaint. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested in accordance with approved procedures under complaint (B)(4) on 14-jan-2026. Retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code soft cannula found bent upon removal from infusion site. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012248 and related malfunction codes. Two complaints were identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: ptient city: (B)(6). Patient country: turkey.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2025. The infusion set was in use for 24 hours. The patient was admitted to the hospital on (B)(6) 2025 due to high blood glucose level. The blood glucose level was 400mg/dl. The length of hospitalization was 3 and a half days. The patient also tested positive for ketone with ketone value of 6 mmol/l. The patient got treated with intravenous insulin drip and insulin pen shot. The patient also experienced symptoms such as feeling sick and nausea. The patient was released from the hospital on (B)(6) 2025. No further information available.